Event description:
Information was received indicating that the clear tubing section of a smiths medical cadd® administration set severed near the pump. The pump "dropped" off the table at physical therapy and noticed the leak at home. The facility changed out the tubing. There were no reported adverse effects.

Manufacturer narrative:
One sample was returned for analysis in used condition without their original packaging. Visual inspection of the sample noted no damage however excess solvent on the bonding of the tubes with the housing was observed. Functional testing included leak testing. Leak testing was performed using a hydrostat vessel. No damage or leaks were detected. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was unable to be confirmed.